Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a pd cassette with a missing cap (unspecified), the patient used the cassette, causing a break in the sterile pathway, and subsequently experienced peritonitis due to the event. The peritonitis was manifested by abdominal pain, nausea, and vomiting. Two days after onset, the patient was hospitalized for the event. On the same day, the patient was treated for the peritonitis with vancomycin (1 gm, ip-intraperitoneally) and cefepime (1 gm, ip, daily). On an unreported date in the same month as beginning treatment, vancomycin was discontinued. Sixteen days after onset, treatment with cefepime was discontinued. On an unreported date, the patient was retrained on proper aseptic procedures for performing pd therapy. Three days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.